Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was low did a threshold suspend and his blood glucose was 175 mg/dl. The customer stated that he did some troubleshoot on (B)(6) 2016, and he does not want to use this lot. The customer was offered to troubleshoot for threshold suspend and sensor glucose versus blood glucose differences. Customer stated that he already did all that with the previous sensors.

Manufacturer narrative:
Analysis inspected one opened and used sensor and performed continuity resistance test. Sensor failed per specifications.